Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post rv lead extraction, sensing and impedance issues were noted on both ra and lv lead. Lead dislodgement or lead damage due to surgical tool was suspected. The leads were explanted. A new ra lead was implanted. The patient was doing well post-procedure. Patient was discharged home.